Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message which caused the patient to be hospitalized for hyperglycemia. The blood glucose level increased from 6.0 mmol/l to 24.0 mmol/l on an unknown blood glucose device. The timeframe between the results was not provided. The patient was treated with insulin pens at the hospital. The blood glucose results at the hospital were not provided. It is unknown on how long the patient was in the hospital. The infusion device cannot be returned for legal and customs issues.